Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that ten bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes experienced erroneous results. The following information was provided by the initial reporter: it was reported that the blood in the lavender tubes are too watery to run the cbc. There was also results from wednesday were the patient¿s labs were way off. (2 of 2: they also had a separate incident where the patient¿s labs were way off.)

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that ten bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes experienced erroneous results. The following information was provided by the initial reporter: it was reported that the blood in the lavender tubes are too watery to run the cbc. There was also results from wednesday were the patient¿s labs were way off. (2 of 2: they also had a separate incident where the patient¿s labs were way off).